Event description:
At the time of the last revision the surgeon used a combination of depuy spin and medtronic products. It was found that one of the depuy spine expedium setscrews had observed resulting in the need to again revise the patient. As surgical intervention occurred.